Event description:
It was reported by the distributor on behalf of the user facility, that the surgeon wanted to use a qwix screw, diameter 3mm length and 20mm without drilling the cortex bone. During the insertion of the screw into the bone, the tip of the screw broke.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident.